Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports left side rupture. Device remains implanted.

Manufacturer narrative:
Health effect - impact code: f15, f2201. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported, left side "multiple deep folds," "mastalgia". And "grade 1-2 capsular contracture". Device has been explanted.